Manufacturer narrative:
Universal single trigger handpiece was not returned for complaint investigation. Therefore, the device could not be visually inspected in an effort to confirm the defect. Design history record review was performed and no issue was discovered during the manufacturing process that could explain the defect reported. A follow-up medwatch will be submitted if the product is returned or if additional information is received.

Event description:
The adverse event reported was a delay in surgery of two hours. No additional patient injury was reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the universal single trigger handpiece was not working. The surgery was completed with another device. The surgery delay was 2 hours because another device needed to be prepared. There were no harm or no injury to patient or operator.

Manufacturer narrative:
Universal single trigger handpiece, serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the motor was seized and the battery support was damaged. The reported defect by the customer was confirmed. As a result, device was repaired. Both, the motor and the battery support were replaced with the controller board. After repair, the product was tested, inspected as per internal processes and it was returned to the customer.